Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/12/2015 with the following findings: the pump black box showed multiple loss of prime warnings associated with low, non-zero force. During testing, the pump performed the ezprime sequence without issues and exercised for 24 hours without alarms occurring. A force sensor calibration test was performed and the pump was confirmed to be detecting the correct force. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 388mg/dl with drowsiness, not feeling well, and small ketones associated with a loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter noted that the pump kept emitting loss of prime warnings despite changing cartridges. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged unresolved loss of prime issue.